Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously high results for troponin I (accutni) for two (2) patient samples assayed with accutni reagent on a unicel dxc 600i synchron access 2 immunoassay system. The erroneously high accutni results were both within the risk stratification range for the assay and were reported outside of the laboratory. It is unknown if there was any impact to patient treatment associated with this event. The customer reported that the level 1 quality control for accutni was recovering outside of the laboratory's established range at the time of the event. The customer reported that the instrument was yielding failing results for system checks at the time of the event. Bec advised the customer (via telephone) to replace the instrument peri-pump tubing and to perform another system check. The system check yielded passing results. The customer repeated the accutni analyses for the two (2) patient samples and obtained lower results within the normal reference range for the assay.

Manufacturer narrative:
A service call was not scheduled for this event since the troubleshooting guidance provided via telephone resolved the issue. This MDR is related to MDR 2122870-2012-00332. Both mdrs report similar events but occurring on different days.